Manufacturer narrative:
Reported complaint of failure to connect was not confirmed. The device was received in normal range of option. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed. Visual examinations and pin gauge measurements indicated normal founding and specifications. Electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and the device was found to have normal battery depletion based on usage.

Event description:
It was reported that during generator replacement; it was discovered that the patient's implantable cardioverter defibrillator (ICD) header failed to connect to the lead. The ICD was replaced on (B)(6) 2025, and the issue was successfully resolved. The patient was stable.